Manufacturer narrative:
Summary of evaluation: the cause of this event is attributed to improper technique used when opening the package. The opening instructions on the pouch have been modified.

Event description:
While opening the package of bone cement during surgery, the thumb of the "dirty" nurse hit the top of the inner sterile pouch. Another unit was readily available and sued to complete the surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.